Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. While sleeping, the patient experienced diaphoresis, shaking, and a mild seizure. The parents called 911. When emergency medical service arrived, the cgm was reading 93 mg/dl and the blood glucose reading was 52 mg/dl. The patient was treated with 2 injections of im glucagon, d50 IV push, unspecified glucose, and saline solution IV infusion. The patient was hospitalized for 2 days and in the intensive care unit. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.